Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted into a chronic 21 mm bioprosthetic tissue valve, which exhibited stenosis and regurgitation. Post transcatheter bioprosthetic valve placement, a 22 mmhg gradient was noted. A balloon dilatation was performed and post-dilatation a gradient of 12 mmhg was present with a mild paravalvular leak. No adverse patient effects were reported. Additional information was received that following the implant the patient developed left anterior fascicular block and two days later, it was no longer present. No treatment was prescribed and no adverse patient effects have been reported. Additional information was received that over 7 months following implant the patient¿s transthoracic echocardiogram (tte) continued to show a mild paravalvular leak, so a transesophageal echocardiogram (tee) was ordered and ultimately showed a moderate to severe paravalvular leak. The patient was treated with medication but the condition remained ongoing. Additional information was received that 9 months post-implant the paravalvular leak (pvl) was repaired with a plug device. During the procedure to plug the severe pvl, the patient experienced a left ventricular perforation (causing cardiac tamponade), emergent pericardiocentesis was performed to drain 600ml of fluid. The patient continued to bleed and was emergently taken to the operating room where a pericardial window was performed and the perforation was surgically repaired. Subsequently the patient continued to have bleeding; the family of the patient decided to do no further care and the patient expired the same day.

Manufacturer narrative:
Conclusion: it was reported that the pre-existing tissue valve was exhibiting stenosis and regurgitation. Stenosis is a known failure mode for bioprosthetic valves and is largely dependent on patient condition. The regurgitation was most likely caused by the stenosis. To mitigate these effects, a corevalve was implanted into the tissue valve which resulted in a 22 mmhg gradient. It is known that implant of a second valve inside another causes a decrease in effective orifice area (eoa) due to the thickness and volume of the valve frame, and a slight increase in transvalvular gradients is anticipated in that situation. It has been shown that most prosthetic valves are at least mildly stenotic and that high gradients can be observed despite normal device functionality. The presence of pre-existing stenosis potentially diminished the maximum eoa of the implanted corevalve device as well. A balloon dilatation was performed and the gradient was reduced to 12 mmhg with a mild paravalvular leak. A mean gradient of 12 mmhg is considered mild stenosis and generally does not require treatment unless the patient is symptomatic . Paravalvular leak can be caused by a number of factors, and in this case the pre-existing stenosis and changes to patient anatomy likely contributed to the issue. A mild pvl has minimal impact on the patient and is generally deemed an acceptable effect. The valve will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Medtronic will continue to monitor for similar events. (B)(4).